Manufacturer narrative:
Additional information provided. One opened probe was received in a tray for the report of did not cut. The returned sample was visually inspected and found non-conforming with foreign material on the needle and the inner cutter in the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be non-conforming for actuation and aspiration. Cut testing was unable to be performed due to the cutter remaining stuck in the port at the initiation of the cut functional test. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed at the cutting edge of the inner cutter. No wear marks were observed on the cutter. The o-rings, spacers, diaphragm and spring were all in tact. The complaint evaluation was unable to confirm if the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The most likely root cause for the observed non-conformances is the inner cutter remaining stuck inside of the needle port. How and when the cutter became stuck in the port cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the reported cut failure could not be confirmed and the exact root cause for the observed non-conformances cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of did not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are nine additional complaints associated with the component lots for the reported issue. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon during cataract surgery requests that the anterior vitrectomy be delivered due to capsule rupture. When connecting the input to the equipment, the doctor tries to use it, however, it indicates that it does not work. An attempt was made to disconnect and retest, but the surgeon indicates that the vitrectomy "does not perform the cut". Input is changed and procedure continues without incident.